Event description:
It was reported that the patient underwent an unspecified mid-back/spine surgery using rhbmp-2/acs, discs, rods, screws, and plates. Post-operatively, the patient began experiencing complications and began getting very sick. The patient has reported that it is "like I am being poisoned from with inside of me." In addition, the patient states that 1885 days post-op, they were told that the bmp fusion was a failure. The patient is concerned that the bmp may be attacking the spinal cord.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.